Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 170 mg/dl at the time of the incident. The customer stated that, the insulin pump was continually beeping. Customer stated that he changed his infusion set this morning but then received unknown pump error alarm which prompted him to remove res at which time he noticed that his previously full res was now empty and insulin was leaking from top of res and was present in res compartment of pump. Customer stated that, the insulin pump was completely unresponsive. Insert battery alarm did not display on the pump screen. The customer reported that, the insulin pump exposed to moisture. Customer was unable to perform any functions on pump due to pump screen being blank and not turning on. Customer stated that, the insulin pump was continually beeping and unable to put pump in storage mode. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify additional pump errors or alarms due to blank display. Also, received with moisture damage on the motor and force sensor.